Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the control wire had been removed from the device but still connected to the cross pin and was ball-end separated. The clip assembly was locked onto bushing with the prongs having a slight overbite and were not locked into the capsule. One capsule tab was open. It was noticed that the inner sheath was bunched and torn. The sheath grip was not returned. It was observed that the coil was stretched and a kink was noted in the control wire. A functional test could not be performed. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Excessive force was necessary to deploy the clip and then the clip became stuck in the plastic sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no adverse effects or perforation."

Manufacturer narrative:
(B)(4) clip failed to release from the catheter. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Excessive force was necessary to deploy the clip and then the clip became stuck in the plastic sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no adverse effects or perforation."